Event description:
A surgeon reported a pt with an unexpected postoperative refractive outcome following bilateral intraocular lens (iol) implant surgery. Add'l info was received from the surgeon who confirmed that there is no trapped viscoelastic in the bag. He believes the iols are sitting anteriorly causing the myopic outcome. He stated he does not blame the iol. The surgeon plans on exchanging both lenses. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on 08/09/2012, 08/10/2012, and 08/16/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).